Event description:
Note: this report pertains to one of nine mantis clips used in the same patient and procedure. It was reported to boston scientific corporation that nine mantis clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip was difficult to release from the catheter. Additionally, the same problem occurred on the other mantis clips. The procedure was completed with a different device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.